Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore a device history record review could not be performed.

Event description:
Device malfunction: difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device achieved arteriotomy closure after an unspecified procedure. The device became hard stuck and was removed with force. Hemostasis was achieved with the device. No additional information available.